Event description:
Medtronic received information of a patient death. Patient noted to have pulseless electrical activity during the cryoablation procedure and a drop in blood pressure. Medtronic representative informed post procedure that the patient had a tear in the left atrial appendage. Procedure details: the patient had a large left pulmonary vein common ostium and a right common ostium. Segmental approach used for pulmonary vein isolation due to common ostium, while monitoring esophageal temperatures with a temperature probe placed in the esophagus. Five ablations were performed in the left pulmonary veins. Six ablations were performed in the right pulmonary veins (rpv). During ablation #3 in the rpv, the patient was moving, ablation stopped due to inability to assess phrenic nerve capture. After the 3rd ablation in the rpv, physician assessed for effusion using a intracardiac echocardiography (ice) catheter. The 5th ablation in the rpv was stopped due to patient tensing up, moving and not tolerating diaphragm pacing. The 6th ablation in therapy was stopped due to inability to assess phrenic nerve capture. At this time physician noted "no flow" on ice image, confirmed by assessing heart boarders. No pulse, no change in EKG (pulseless electrical activity). CPR started, and all catheters and sheath removed from left atrium and the physician prepared for pericardiocentesis. Medtronic representative informed of patient death post procedure. Also informed that the patient had a tear in the left atrial appendage. Device 1 of 3, reference MFR report: 3002648230-2014-00134 and 3007798852-2014-00012.

Manufacturer narrative:
The returned device was visually inspected and functionally tested and passed the inspection as per specification. Visual inspection showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 18 injections. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. The dissection / pressure test did not show any leak or traces of liquid, blood inside the catheter. There was no indication of product malfunction.

Manufacturer narrative:
Corrected information: no eval explain code.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Event description:
Medtronic received information of a patient death. Patient noted to have pulseless electrical activity during the cryoablation procedure and a drop in blood pressure. Medtronic representative informed post procedure that the patient had a tear in the left atrial appendage. Procedure details: the patient had a large left pulmonary vein common ostium and a right common ostium. Segmental approach used for pulmonary vein isolation due to common ostium, while monitoring esophageal temperatures with a temperature probe placed in the esophagus. Five ablations were performed in the left pulmonary veins. Six ablations were performed in the right pulmonary veins. During ablation #3 the patient was moving, ablation stopped due to inability to assess phrenic nerve capture. After the 3rd ablation and physician assessed for effusion using a intracardiac echocardiography (ice) catheter. The 5th ablation was stopped due to patient tensing up, moving and not tolerating diaphragm pacing. The 6th ablation was stopped due to inability to assess phrenic nerve capture. At this time physician noted "no flow" on ice image, confirmed by assessing heart boarders. No pulse, no change in EKG (pulseless electrical activity). CPR started, and all catheters and sheath removed from left atrium and the physician prepared for pericardiocentesis. Medtronic representative informed of patient death post procedure. Also informed that the patient had a tear in the left atrial appendage. Device 1 of 3, reference MFR report: 3002648230-2014-00134 and 3007798852-2014-00012